Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor vacuum/aspiration. The doctor indicated the system was not performing as it should. The timing of event is unknown. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative provided support by instructing the customer to replace the cassette with different lot numbers. No further issues were reported. The system was manufactured on july 24, 2007. Based on qa assessment, the product met specifications at the time of release. As the customer did not retain the finished goods consumable lot number, the device history record (DHR) and consumable lot history could not be reviewed. The customer did not retain a sample for this complaint report. As such, functional testing could not be conducted. The system operator's manual provides instructions regard to loss of aspiration/suction issues. The root cause of the customer's complaint could not be determined as a sample was not returned. There was no problem found with the system. Therefore, the root cause of the reported event cannot be established. (B)(4).